Event description:
During an ica terminus aneurysm retreatment, the patient experienced a vessel rupture resulting in a massive hemorrhage. The patient was taken to surgery, no other information regarding the patient's condition was provided. The physician stated that the he did not directly relate the vessel rupture to the subject device and it is probable that it is related to the balloon catheter that was also used in the procedure but he was unable to confirm this.

Manufacturer narrative:
A ship history review identified 28 lots that were supplied to the user facility six months prior to this event. A device history record review was performed for the last three lots supplied to the user facility prior to the reported event. This review confirmed that all three lots met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.